Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer getting very different readings from her plink meter when comparing to her other meter. Analysis run on clark error grid using competitive reading (280) as ref. Point vs bd readings (397) yielded data points in the c range of the grid, outside of acceptable limits.